Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an occluder balloon catheter was used in the ureter during a ureteroscopy with percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2021. During the procedure, the balloon was inflated and placed in a tight ureteropelvic junction (upj) stricture in which caused a small tear in the ureter of the patient. Reportedly, a stent was placed and the procedure was completed at this time. There was no alleged malfunction or deficiency of the occluder balloon catheter. In the physician's assessment, the balloon being placed in a tight stricture could have caused the stricture to stretched resulting to a tear in the ureter of the patient. The patient's condition following the procedure was reported to be good.